Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the quality controls were out of range when the patient sample was run. The customer placed a new kit on the instrument, but did not re-adjust the new kit before repeating the patient sample. The customer runs only one level of quality controls. As per immulite 1000 ctni instructions for use (IFU), siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). The customer did not follow the IFU instructions for running quality controls and reported the results to the physician(s). It was determined that the instrument had alkaline phosphatase contamination and was then decontaminated. The customer did not obtain any additional discordant results after the decontamination. The cause of the discordant, falsely elevated ctni results on one patient sample was contamination. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on one patient sample on an immulite 1000 instrument upon initial and repeat testing. The patient sample was run while a level of quality control was out of range. The discordant results were reported to the physician(s), who questioned them. The sample was sent to another laboratory and was tested twice on an alternate instrument, resulting lower both times. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.